Event description:
On (B)(6) 2012, a pt informed our firm that she recently developed a corneal ulcer while wearing acuvue advance contact lenses (cl). The pt stated while wearing a cl, she experienced eye irritation and on removal of the lens, she noted a tear along the edge of the lens. The pt was on an every other day wear, two weeks replacement schedule, and used a store brand multi purpose solution to clean/disinfect her cl. On (B)(4) 2012, our firm spoke with the treating eye care professional's (ecp's) office who told our firm the pt visited an emergency room and was referred to their office for f/u care. They saw the pt for the first time on (B)(6) 2012. The pt was dx with a cl related corneal ulcer od that was "atypical, but probably bacterial." The pt was treated with vigamox every hr, trifluridine qid, and instructed to return on (B)(6) 2012. On (B)(6) 2012, the symptoms were improved, drops continued. On (B)(6) 2012, vigamox drops was changed to qid x3 days. Trifluridine drops tid x3 days and the pt was instructed to return to the clinic for a cl eval. On (B)(6) 2012, the pt called the treating ecp's office asking to resume cl wear without having a cl eval. On (B)(6), the pt called stating the pt would not return to their office for a cl eval. On (B)(4) 2012, the prescribing ecp's office told our firm that the pt was seen on (B)(6)2012 and the cu was resolved at that time.

Manufacturer narrative:
No product was available for eval. A device history review was performed. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. If add'l info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Method: device discarded - unable to f/u.